Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that prior to use the cardiosave rescue intra-aortic balloon pump (iabp) had a helium leak. There is no information about patient involvement. No harm is reported.